Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from the connection of the luer of an extension set mated with a non-carefusion/bd connector during a fentanyl infusion, dosage and rate not provided. Although requested, additional information is not available; there was no patient harm.